Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that the device was not refilling properly resulting in recurring incontinence. The aus was explanted and replaced with a new aus. There were no additional patient complications reported.